Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (low energy pulse) has been confirmed. A review of device download data confirmed that the monitor delivered a 140 joule pulse during incoming testing at the distributor. Upon investigation the monitor passed incoming functional testing at the manufacturer. The cause for the low energy pulse was isolated to contamination on the pins of inter-pca connector j1002. The root cause for the contamination was ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor had delivered a low energy pulse during testing.